Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, " cementless metaphyseal sleeves used for large tibial defects in revision total knee arthroplasty". Literature article "cementless metaphyseal sleeves used for large tibial defects in revision total knee arthroplasty" (2013) by gerald e. Alexander md, thomas l. Bernasek md, richard l. Crank do, and george j. Haidukewych md published by the journal of arthroplasty http://dx.doi.org/10.1016/j.arth.2012.08.006 was reviewed. The article purpose: to report on the use of a titanium metaphyseal sleeve that is fixed to the tibial component by a morse taper and does not require cement fixation to the tibia for stability in cases of severe tibial bone loss. The article reports: 41 patients were identified who had underwent revision surgery using the tibial metaphyseal sleeve implant. There were 10 patients lost to follow-up, and three patients had incomplete kss documentation, leaving 30 revision arthroplasty components in 28 patients available for review which consisted of 14 males and 14 females with a mean age of 71. The sigma tc3 revision knee systems were implanted in all patients. No sleeve-related complications were encountered. One patient had an early post-operative infection and underwent irrigation and debridement with polyethylene liner exchange and is currently on chronic suppressive antibiotic therapy. One patient had persistent instability two years post-operatively and was exchanged to a thicker polyethylene component. One patient with a known bleeding disorder had three irrigation and debridement procedures for repeated hemarthrosis. One patient sustained a patellar tendon rupture post-operatively. Out of 30 revision knee arthroplasties, 7 complained of end-of-stem pain. Three patients (10%) still suffered from chronic end-of-stem pain two years post operation whereas the other four were relieved of their pain. Cement was not used. Patella resurfacing was not mentioned within the article. Depuy products involved: tc3 revision knee system. Complications: infection (1), medical device implant removal (2), tendon injury (1), joint instability (1), pain (7), surgical intervention (3).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.